Manufacturer narrative:
Updated data: b4, e2, e3, g2 ( add health professional), g3, g6, g7, h2, h10, h11. Corrected data: b5, d1, d4 (model), d5, d10, e1(name),g1, h6 (impact).

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) had an autofill failure. There was no patient involvement.

Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. A supplemental report will be submitted upon completion of our investigation. The full event site name is (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had an autofill failure. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6(investigation type, investigation findings, component codes & investigation conclusions), h10, h11 corrected fields: h4 a getinge field service engineer (fse) was dispatched to evaluate the unit. The fse was able to reproduce the reported issue. He found bimba sensor and fill manifold to be defective. To fix the issue the fse replaced the bimba (0202-00-0133), fill manifold (0104-00-0023) and muffler (0103-00-0709). The fse then performed all functional and safety test to factory specification, including leak and autofill test. The unit passed all tests performed and was returned to the customer and cleared for clinical use.

Event description:
N/a